Event description:
Baxter reported, "povidone iodine leaked from the connection between a transfer set and mini cap. The transfer set has been in use 80 days." There was no patient injury or medical intervention reported.

Manufacturer narrative:
A sample has been requested for evaluation.